Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 22.9 mmol/l. The customer¿s current blood glucose value was 11.9 mmol/l. The customer did experience symptoms of high blood glucose value such as sweating and feeling sick. The customer treated high blood glucose with insulin pump. The customer did not allege under delivery on insulin pump. Auto mode feature was not activated at the time of high blood glucose event. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated they had severe kidney infection. Customer stated insulin pump had insulin flow block alarm and battery failed alarm. Customer stated there insulin pump screen was fading. Customer declined to test the insulin pump. No further complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.